Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer experienced low blood glucose of 27 mg/dl on (B)(6) 2014. The customer was informed that there could be many reasons for low blood glucose. The customer stated that they have been receiving lost sensor alarms on their insulin pump. The customer did not want to troubleshoot the sensor but new sensors were shipped to the customer. No further information was provided.